Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (¿other¿). The customer noted there were multiple aborts of the cleaning process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the device was returned to olympus without completion of reprocessing at the user facility. Therefore, the event occurred due to insufficient cleaning by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had multiple terminations of the endoscope reprocessor. There was no patient harm associated with the event. The device was returned and evaluated, and the air/water tube and cylinder had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the air/water tube had foreign material, the additional evaluation findings are as follows: light guide was cracked; suction cylinder had discoloration switch box had a scratch; due to clogging of nozzle, air supply volume did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; and the objective lens had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.